Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/05/2015 with the following findings: a review of the pump¿s black box showed evidence of a loss of prime warning (cs164) due to high force due to an occlusion during the prime step. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no call service alarms occurring. The pump was exercised for 24 hours with no call service alarms. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The force sensor flex was intact with the pins seated appropriately into the connector. The cs 064 call service alarm issue was not duplicated during investigation. There was no defect found.